Manufacturer narrative:
A steris technician inspected the unit and found the hose clamp on the processor's main hot water line had loosened causing the hose to come off and water to leak; the loosening was caused by the water pressure in the hose. The technician replaced the hose clamp, ran a test cycle and placed the unit back into service. No further issues have been reported with this equipment. Steris will submit a follow up report should additional information become available.

Event description:
The user facility reported the reliance endoscope processor leaked in the room in which the unit is located. No injuries were reported to patients or hospital staff.